Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 460 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that two weeks ago the patient had increased spasticity. It was unknown if any troubleshooting had occurred. The pump and catheter were replaced. The physician was able to aspirate the catheter without difficulty and the pump logs were checked with no alarms noted. No further issues were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.